Event description:
A report was received from sweden stating the y- connector broke. The "y" connector had been in use for one to two days when the nurse discovered the broken "y" connector on thursday (B)(6) 2015. On the same day the device replaced. It was reported that the patient did not suffer any adverse consequence.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated, visual inspection; results: results pending completion of evaluation; conclusions: conclusion not yet available evaluation in progress. The actual complaint product was returned for evaluation. A review of the device history record was completed and the device met specification at release. Upon completion of evaluation/ investigation a f/u report will be filed. (B)(4).